Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration). Related adverse event is being reported under: (B)(4).

Event description:
It was reported that a skin reaction occurred. The patient has 12 large abdominal scars from previous sensor insertions, which he thinks are related to the duration the sensor stays in his skin. Upon removal of the sensor patch he noted a large pimple infection at the wire insertion site, which later turned into a scarred area. He has not consulted a physician and did not provide any information regarding self-treatment. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available. (B)(4).